Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a self administered blood pressure test, the patient experienced a shock and presented to their clinic. Interrogation revealed that this device was in safety mode and the patient was hospitalized. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. It is unknown if the physician alleges the shock to be related to the device.

Event description:
It was reported that during a self administered blood pressure test, the patient experienced a shock and presented to their clinic. Interrogation revealed that this device was in safety mode and the patient was hospitalized. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. It is unknown if the physician alleges the shock to be related to the device. At this time, the device was received and is currently pending analysis completion.